Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a minimum fill message occurred after multiple cartridges were filled with around 300 units. Additionally, it was reported that a cartridge alarm 1 (no pressure change when expected) occurred during pumping. The user reverted to manual injections after the alarm in the morning. Reportedly, the user did not know their blood glucose level at the time of the events. However, the user reported that their bg level went as high as 500 mg/dl while off of the pump.